Event description:
The customer was hospitalized for high bgs. During the call the parent indicated that the customer was admitted in the emergency room for low bgs, and also was hospitalized for high bgs before. There was no history in the pump from this day. The customer did not remember the bgs at the time of the admission. Customer received a no delivery alarm and the tubing was discolored. The dr could not find what caused the low bgs. The customer had a seizure. Then the parent called the ambulance and they took customer to the emergency room. They were waking up with low bgs. The customer's parent placed the pump in suspend to allow customer to sleep. Time, basal rates, and bolus history were correct. The cannulas sometimes were bent. Customer did not prime and the prime technique was incorrect.